Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, medical information was provided and will be reviewed. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: stent was placed with difficulty, however, post implantation angios showed a successful procedure. Later, small strands were noted on CT. Physician assumes that these strands were from a part of the stent that had broken off. Patient had a stroke but has subsequently recovered aside from some lingering arm numbness. No intervention was performed on the stroke nor is one planned. The patient has mostly improved now. Physician attributes the stroke to the overall difficulty of the case, not to the lvis evo. Physician had to do significant manipulation of the catheter and wire to get access and the placement was tough, so he thinks that caused the stroke.

Manufacturer narrative:
The implanted date in section d has been updated. A detailed medical review of the provided procedure note revealed that the patient underwent stent assisted coil embolization of an unruptured right middle cerebral artery aneurysm utilizing an lvis evo device. As the reported event occurred post-procedure, it is not recorded in the provided procedure note. The two provided radiographic videos show a coil mass and stent in the proximal mca. A small metallic fragment is seen in an m2 or m3 branch and another in a distal right mca branch, which is consistent with the fragment described in the reported event. However, the investigation could not determine if the fragments observed are part of the stent device. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
No additional information received regarding the event.